Event description:
It was reported that during a laparoscopic donor nephrectomy, seven minutes into the case, the circumference of the silicone membrane of the device tore. There was no patient consequence.